Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced failure of the product to contain blood. This event occurred twice. The following information was provided by the initial reporter. The customer stated: when using the abg, it found that 2ea abg's barrel was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/23/2021. H.6. Investigation: bd received 2 used samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for barrel damage with the incident lot was observed. The customer samples were evaluated by visual examination and the issue of barrel damage was observed. The bottom of the barrel was dented. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of barrel damage was not observed. Bd was not able to determine a definite root cause for the barrel damage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Root cause could not be determined.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for barrel damage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of barrel damage was not observed. Bd was not able to determine a definitive root cause for the damage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced failure of the product to contain blood. This event occurred twice. The following information was provided by the initial reporter. The customer stated: when using the abg, it found that 2ea abg's barrel was damaged.